Event description:
During a biventricular lead procedure, the dr isolated four vessels for optimal lead placement. All of the vessels were very small so a unipolar lead was used. On the last vessel dr sheard the tip of the cronus moderate support wire off with a medtronic 4193 unipolar lead. The lead and wire were returned intact for evaluation and analysis. It looks like the wire got caught in the seal at the distal tip of the lead. No pieces were left in the body and the pt had no adverse effects. A new lead was placed without abnormalities. This was done while the dr moving the lead over the wire and advancing into the distal part of the vessel in a northern magnetic vector. Dr was able to retrieve the tip. It was bent on itself in the distal seal when broken.